Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced tape complication and was referred to tertiary unit for removal of calcified tape in urethra with along with stone removed on (B)(6) 2017. No additional information is available.